Event description:
When the user was taking the unit out of the sterile packaging, the hub of the cypher was noted to be cracked. The product was never used clinically. Another cypher select plus sds was used for the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.